Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. The run data file (rdf) was analyzed for this event. Root cause: analysis of the run data file showed numerous access issues during the procedure resulting in chamber flow rate and centrifuge speed changes. Analysis of the rbc signal shows it is possible, though not conclusive that wbcs may have exited the lrs chamber towards the end of the procedure. It is also possible, though not conclusive, that this leukoreduction failure may be donor related. A potential reason for this donor related leukoreduction failure may be, but is not limited to, a high wbc count.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.